Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. The in-house contour next test strips were also used for testing. The returned meter was tested with the returned test strips and in-house test strips along with the in-house contour next control solution, which gave a satisfactory performance. Additionally, the returned meter was tested with the returned test strips and in-house test strips along with breeze2 control solution to simulate blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.